Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to inquire about bleeding at the insertion site. During the call, patient removed the sensor and noticed that there was no wire attached to the sensor pod. Patient felt that something was stuck underneath her skin. Patient inspected the applicator as advised by dexcom technical support and confirmed that the needle was exposed, which may have caused the wire to retract. Patient experienced some bleeding from the insertion, but no medical intervention was required. Patient was fine at the time of her call to dexcom.